Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 31-year-old female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune symptoms"), inflammation ("inflammation/body inflammation"), headache ("headache"), dizziness ("dizziness"), alopecia ("hair loss"), fatigue ("fatigue") and allergy to metals ("sensitive to any metal"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, autoimmune disorder, inflammation, headache, dizziness, alopecia, fatigue and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dizziness, dysmenorrhoea, fatigue, headache and inflammation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- loss, autoimmune disorder, dizziness, fatigue, inflammation, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: pif received-lot number was added. New event of dysmenorrhea replaced the event of medical device removal. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune symptoms"), inflammation ("inflammation"), headache ("headache"), dizziness ("dizziness"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, autoimmune disorder, inflammation, headache, dizziness, alopecia and fatigue outcome was unknown. The reporter considered alopecia, autoimmune disorder, dizziness, fatigue, headache, inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, hair loss, autoimmune disorder, dizziness, fatigue, inflammation, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter information added, events: hair loss, autoimmune disorder, dizziness, fatigue, inflammation, headache added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune symptoms"), inflammation ("inflammation/body inflammation"), headache ("headache"), dizziness ("dizziness"), alopecia ("hair loss"), fatigue ("fatigue") and allergy to metals ("sensitive to any metal"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, autoimmune disorder, inflammation, headache, dizziness, alopecia, fatigue and allergy to metals outcome was unknown. The reporter considered alopecia, autoimmune disorder, dizziness, fatigue, headache, inflammation and medical device removal to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case the following were reported via social media- medical device removal, hair loss, autoimmune disorder, dizziness, fatigue, inflammation, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention (B)(4). New reporter was added. New event sensitive to any metal was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune symptoms"), inflammation ("inflammation"), headache ("headache"), dizziness ("dizziness"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, autoimmune disorder, inflammation, headache, dizziness, alopecia and fatigue outcome was unknown. The reporter considered alopecia, autoimmune disorder, dizziness, fatigue, headache, inflammation and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, hair loss, autoimmune disorder, dizziness, fatigue, inflammation, headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.